Event description:
It was reported the patient received 11 inappropriate shocks. The pace/sense portion of the high voltage lead was replaced with a pace/sense lead. No further patient complications have been reported as a result of this event. The lead was returned 11 months later after the patient died. There is no allegation the death was device related.

Event description:
It was reported the patient received 11 inappropriate shocks. The pace/sense portion of the high voltage lead was replaced with a pace/sense lead. No further patient complications have been reported as a result of this event. The lead was returned 11 months later after the patient died. There is no allegation the death was device related. Additional information received reported an allegation from an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally, it was alleged the patient is deceased and "death associated with explant."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the device was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.